Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity: not applicable as there was no patient contact. Implant date: if implanted, give date: not applicable, as lens was not implanted. Explant date: if explanted, give date: not applicable, as lens was not implanted, hence not explanted. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) had haptic bent/broke. The surgeon stated that the haptics were messed up. No patient contact. Suspect lens/preloaded product was discarded. No other information was provided.